Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent was implanted in the left eye, a patient is experiencing decompensation due to eye pressure. Additional information has been requested.

Manufacturer narrative:
Device not returned. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter stated that the eye decompensation was prior to stent shortening and was successfully treated; therefore the increased pressure that followed should not have been a reported issue. The hcp subsequently asked to cancel this case. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because the increased pressure should not have been a reported issue, hcp asked to cancel this case, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the eye pressure decompensation was listed in the diagnoses. It had occurred prior to the stent shortening and was successfully treated.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
The correct initial report description is that the patient experienced eye pressure decompensation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).